Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous iliac artery that is 80% stenosed. The 9.0x59mm omnilink elite stent dislodged slightly from the delivery system during advancement to the lesion. The device was removed slowly with the stent on the device and a new 8.0x59mm omnilink elite was used in the patient. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.